Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the blade broke during the operation. There was no delay in the surgical procedure. There was no known patient impact.